Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was re-calibrated during the service call.

Event description:
The customer reported that the 9800 system was arcing during cine run. No patient injury was reported.